Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Overloading or absence of fusion could have possibly led to fracturing of the plate. However, since the plate remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a fractured plate about seven months post-operatively. There are no plans to revise at this time.